Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 months after the dental implant and abutment were placed, the implant had not yet achieved osseointegration. The manual torque at placement was 45 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 months after the dental implant and abutment were placed, the implant had not yet achieved osseointegration. The manual torque at placement was 45 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported complications.